Event description:
It was reported by the patient (in a call to technical services) there is swelling and draining "in the implant area;" the patient "feels the device was implanted either too far in or not placed right." Further reported was the patient "feels something" when around computer routers; no other information was provided. The manufacturer's technical services consultant discussed with patient to keep device six inches from the router. The patient is on antibiotics for the site swelling and drainage, which the patient further feels are not working. The patient was encouraged to discuss the situation with the physician. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.